Event description:
Revision due to leg length discrepancy and pain. Surgeon took out cup, liner and head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.